Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported as severely tortuous and severely calcified. It was reported that due to the imaging and the parallax imagining the bifurcated stent graft was placed slightly lower than intended. (MFR # 2953200-2009-00867). The physician attempted to advance two different aortic cuffs. (MFR # 2953200-2009-00869). Each aortic cuff delivery system was inserted separately; however, the delivery catheters could not be advanced due to the vessel morphology. Each aortic cuff delivery system was removed from the patient and there was a kink in the delivery catheter. The devices were discarded buy the user. The physician was able to advance another manufacturer's aortic cuff deploying it distally to the bifurcated stent graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: severely tortuous and severely calcified vessels.